Event description:
Following a novasure endometrial ablation the physician performed a laparoscopy for a tubal ligation. At that time the physician noted a "small perforation at the top of the fundus and also some blanching". The physician cauterized the perforation and the patient was discharged home. On (B)(6) 2013 it was reported the patient "is doing fine."

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Concomitant medical products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).